Manufacturer narrative:
A full analysis of the logs and of the patient folder has been performed. The MRI used as 3d reference for the registration is a 3 tesla MRI, which can lead to significant levels of distortion of the image. Moreover, because the 3t MRI was performed 5 months before the surgery and since the patient was a pre-teenager, the patient's anatomy/morphology might have significantly changed during this period. It is believed that a combination of those two factors might be at the origin of the mismatch between the MRI exam used for the laser registration and the post-operative CT-scan. As a result, the study of the placement of the electrodes cannot be conducted. It is therefore impossible to confirm the presumed inaccuracy and investigate further. Corrected data: b3 date of event. B4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data.

Event description:
This was an issue that was brought up by dr. Hansen regarding using MRI for laser registration. This site along with a field service engineer have been using the MRI images to register patients for seeg. Surgeon brought up that his bolts were displaced vertically relative to his plan. During the post op scan, he would see that the bolt was placed a few mm away from where he initially planned. All bolts appear to be placed with this error. Surgeon requested more information into why this error is occurring. He is aware that zimmer biomet robotics does not recommend using mr for laser registration, but he would like to know why his accuracy is affected regardless. If needed, he will switch to using a CT.

Manufacturer narrative:
The field service engineer confirmed that the device was a rosa one (bs18971) at the time of the event, and not a rosa brain (B)(4), since the upgrade from rosa brain 3.0 to rosa one 3.1 had already been performed through a field action. The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. D4 unique identifier (UDI) #: (B)(4).

Event description:
This was an issue that was brought up by the surgeon regarding using MRI for laser registration. This site along with a field service engineer have been using the MRI images to register patients for seeg. Surgeon brought up that his bolts were displaced vertically relative to his plan. During the post op scan, he would see that the bolt was placed a few mm away from where he initially planned. All bolts appear to be placed with this error. Surgeon requested more information into why this error is occurring. He is aware that zimmer biomet robotics does not recommend using mr for laser registration, but he would like to know why his accuracy is affected regardless. If needed, he will switch to using a CT.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
This was an issue that was brought up by dr. (B)(6) regarding using MRI for laser registration. This site along with a field service engineer have been using the MRI images to register patients for seeg. Surgeon brought up that his bolts were displaced vertically relative to his plan. During the post op scan, he would see that the bolt was placed a few mm away from where he initially planned. All bolts appear to be placed with this error. Surgeon requested more information into why this error is occurring. He is aware that zimmer biomet robotics does not recommend using mr for laser registration, but he would like to know why his accuracy is affected regardless. If needed, he will switch to using a CT.